Manufacturer narrative:
(B)(4). The analysis results found that devices (a, b, c and d) were returned in good visual condition. In an attempt to replicate the reported incident, each device was tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. In addition each device locked out as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). The analysis results of the sterile device (e) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications; however, the clips were noted to feed slower than expected and the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the silicon that is applied during the manufacturing process was noted to be viscous, which caused the slow feeding of the clips. The final quality release criteria was met before this batch was released for distribution. The analysis results found that sterile devices (f and g) were returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria was met before this batch was released for distribution. Device f and g additional information: batch # h91y6y expiration date: 07/2016 manufacturing date: 08/2011 (B)(4).

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, clips felt out of instrument, no further information is available. Another device was used to complete procedure. No patient consequence reported.